Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 6/24/2019. Initial visual analysis observed no visual damage or anomalies. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 30195095l number, and no internal action was found during the review. Manufacturer's ref. # (B)(4).

Event description:
It was requested that a (B)(6) female patient underwent an atrioventricular reentrant tachycardia/ wolff-parkinson-white syndrome (avrt/wpw) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac arrest requiring cardiopulmonary resuscitation (CPR) and cardiac tamponade requiring pericardiocentesis. During the ablation phase, it was noticed that the cardiac silhouette was not moving on fluoro; however, the patient had a rhythm. Cardiac tamponade and cardiac arrest were confirmed. CPR was applied and pericardiocentesis was performed to remove 250 ml of fluid from the pericardium. Extended hospitalization (2 days) was required for monitoring purposes. Patient¿s outcome is improved, the patient was discharged from the hospital in stable condition, but with a lower than a normal patient blood pressure. Physician¿s opinion regarding the cause of the adverse event is that it was related to the rf procedure. Transseptal puncture was performed with a st. Jude medical brk transseptal needle. There was no evidence of steam pop during the ablation. The irrigation flow was set at 15ml/min. No error messages were observed on any bwi equipment. The force visualization features used included dashboard and visitag. The parameters for stability used with the visitag module were 2mm for 7 seconds, 5g for 50%. No additional filter was used with the visitag module. The color option used prospectively was time.

Manufacturer narrative:
It was requested that a 52-year-old female patient underwent an atrioventricular reentrant tachycardia/ wolff-parkinson-white syndrome (avrt/wpw) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac arrest requiring cardiopulmonary resuscitation (CPR) and cardiac tamponade requiring pericardiocentesis. During the ablation phase, it was noticed that the cardiac silhouette was not moving on fluoro; however, the patient had a rhythm. Cardiac tamponade and cardiac arrest were confirmed. CPR was applied and pericardiocentesis was performed to remove 250 ml of fluid from the pericardium. Extended hospitalization (2 days) was required for monitoring purposes. Patient¿s outcome is improved, the patient was discharged from the hospital in stable condition, but with a lower than a normal patient blood pressure. Physician¿s opinion regarding the cause of the adverse event is that it was related to the rf procedure. Device evaluation details: the device evaluation has been completed. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer¿s ref # pc-000474405.